Manufacturer narrative:
Additional information was received which indicated that the valve was explanted due to obstruction and moderate stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, eight months and two days after the implant of this transcatheter bioprosthetic pulmonary valve, the valve was explanted and replaced for an unknown reason. No additional adverse patient effects were reported.